Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and no errors were found related to the reported issue. Functional testing confirmed the reported issue was due to a malfunctioning downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump had an issue with the cassette sensor during testing. There was no patient involvement. Evaluation of the returned device found the downstream occlusion (dso) sensor was malfunctioning.